Manufacturer narrative:
(B)(4). Investigation summary: the investigation confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle broke while impacting the attune femoral component. The lever holding the impaction instrument broke releasing the spring. The parts were collected, and decontaminated for return. Also it was noticed the impactor head cracked. It did not break into pieces. A replacement parts are needed. All pieces were retrieved and there was no surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.